Manufacturer narrative:
H.6. Investigation: DHR, quality notification and maintenance analysis were performed and no occurrences potentially related to the defect was observed. The sample sent by the customer was verified and it was possible to observe foreign matter ¿ ink. For the reported defect, this is an occurrence related to operational failure during the marking phase in the production process where the ink has finished dirtying the nozzle of the barrel which caused the reported incident. H3 other text : see h.10.

Event description:
It was reported that during use of the bd plastipak¿ luer-lok¿ syringe there was residue on the inside of the device. There were two occurrences, but no date/time or patient information was given. Foreign complaint the following information was provided by the initial reporter, translated from portuguese to english: when removing the syringe from the wrapper, residue was observed on the inside of the device.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd plastipak¿ luer-lok¿ syringe there was residue on the inside of the device. There were two occurrences, but no date/time or patient information was given. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: when removing the syringe from the wrapper, residue was observed on the inside of the device.